Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator sling system was used during a sling placement procedure on (B)(6), 2011. The procedure was completed without any complications. According to the complainant, the patient presented with retention in (B)(6) 2011 (exact date unknown). The patient had a post void retention volume of 400 ml. During that month, an attempt was made to loosen the sling with urethral dilators. This was done three times over the next few months but was unsuccessful. On (B)(6), 2012, the physician opened the vaginal mucosa with a 2 cm incision, cut the sling and resutured the incision. Nothing was removed from the patient. The patient returned for a follow up visit on (B)(6), 2012 and had a post void residual volume of 10 ml. The physician reported that the patient's retention had resolved. It was reported that the patient did not have any relevant preexisting medical conditions that could have contributed to the retention. The physician stated that no further treatment is necessary and that no medications were given. The patient is currently stable and continent from the original surgery.